Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the physician could not got acceptable atrial measurements. During a repositioning attempt, it was discovered that the guidewire would not move inside the lead, which the physician alleged was the result of "curvature or distortion." The lead was replaced. The patient was stable.

Event description:
New information identified the unacceptable atrial measurements as low p-wave amplitudes.

Manufacturer narrative:
The reported events of p-wave amplitude variation and bent lead were not confirmed, but the event of stuck stylet was. The lead was returned with a stylet stuck in it and blood/tissue was discovered at the inner coil. The lead was tested on the bench and no anomalies were found.